Event description:
It was reported that a patient underwent an opthalmic procedure on an unknown date and suture was used. While tying the knot, the suture is broken easily. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify ¿ middle of the suture thread when tying knot. Were there any patient consequences? None at the ¿ suture broke three times during ophthalmic surgery. Extremely distressing for team as it was ophthalmic surgery. Can you identify the lot number of the product that was used? N/a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did one suture break 3 times? Or did 3 sutures break during this one procedure?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 3 sutures broke in one procedure.